Manufacturer narrative:
There was no lot code etched on the electrode. Evaluation summary 824.051 - needle electrode 5 fr.: visual inspection of the electrode showed separation in two pieces. The insulation on the electrode appears to have become damaged, which caused the arcing. There was no lot code on the electrode to determine the manufacturing date. The manufacturer (B)(4) concludes that the electrode is more than 16 years old. This electrode has blue color insulation. In may 1993, the electrodes were manufactured with black insulation. Info provided by the user facility indicated that the cable that was used with this electrode overheated. The cable was of another manufacturer. Cause: user handling and wear and tear.

Event description:
It was reported that a transurethral resection bladder tumor (turb) was performed on a pt. The bugby cord overheated and broke while surgeon was using it. The resectoscope was checked for damage by the surgeon and none was found. There was no pt injury as noted by the surgeon.